Event description:
In 2008, the pt's father reported that the display of the pt's infusion device was not functioning properly. The display had dark spots making it difficult to read. The infusion device was not dropped or exposed to moisture. The pt switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.